Event description:
It was reported that an unspecified quantity of em2400 valve sets were leaking. This issue was identified during use of the devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing facility - the devices were manufactured at one of the two following manufacturing sites: (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.